Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, and the programmer failed driven lead and wrist electrode functional tests. As a result the link electronic module (lem) circuit board was replaced. It was also noted that a tab on the power cord bay door was broken. A bsod error could not be verified.

Event description:
It was reported that the programmer generated an error and would not boot up even after numerous reset attempts. The programmer was returned for service. It was indicted that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.